Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 01-jul-2024. The device evaluation was completed on 08-jul-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and functional tests were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance tests were performed, and the device was working normally. Also, a pump/pressure gage test was performed; no irrigation issues were detected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was reported that during the procedure, there was a high temperature reading from the catheter when radio frequency (rf) was being delivered. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The temperature cut off was exceeded and the system stopped the ablation immediately when the temperature threshold was reached. The generator was set to power control mode at 40w, temperature cut off 45. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 08-jul-2024, reddish material and a hole in the surface of the pebax was observed. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 08-jul-2024 and have assessed this returned condition as reportable.